Event description:
It was reported via a journal article that arterial emboli and blood transfusions occurred. The patients presented with thrombosis and were treated with varying methods depending on the degree of thrombosis (total or partial). Post thrombectomy, the underlying stenosis was dilated with a high-pressure balloon (blue-max or a non-bsc balloon). Five patients experienced complications: three (5.55%) required blood transfusions and two (3.74%) had transient arterial emboli.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Citation: garcia-medina, j. (2013). Value of duplex ultrasound assistance for thromboaspiration and dilation of thrombosed native arterio-venous fistulae. Cardiovascular interventional radiology,36: 1658-1663. (B)(4).